Event description:
During operative procedure, the mesh in tvt device ripped and had to be removed and replaced by new device. The tvt device was inserted with no difficulty. It was tightened a bit. During removal of the device, the pledget of mesh came out with the tvt device. There was no difficulty with insertion so physician is unsure why the mesh was ripped. Physician quickly replaced the mesh using a new tvt device without difficulty.